Event description:
Patient experiencing a productive cough, lower extremity edema, and dyspnea with exertion. It was determined that lead on internal defibrillator had non-physiologic sensing. Upon replacement, lead was found fractured.